Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Quality-safety evaluation of ptc received on 06-may-2016: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment:this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. According to the product technical complaint analysis the assessment resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This is a spontaneous case report received on (B)(6) 2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 10-may-2016: quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The outcome of the technical assessment resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device dislocation ('essure noted in mid posterior fundus') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 717632) inserted for female sterilization. The patient's medical history included anesthesia (during diagnostic hysteroscopy with essure placement) on (B)(6) 2010. Concurrent conditions included penicillin allergy, allergic reaction to analgesics (allergy to toradol), allergic reaction to analgesics (allergy to morphine), drug allergy (allergy to vistaril) and allergic reaction to analgesics (allergy to demerol). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total abdominal hysterectomy bilateral salpingo- oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation and genital haemorrhage outcome was unknown. The reporter considered device dislocation, genital haemorrhage and uterine perforation to be related to essure. The reporter commented: during essure insertion, they were unable to locate the right ostium at first. Then found the left ostium, however, while trying to place the essure instrumentation through this they were unable to advance. They therefore went back to the right side of the fundus, located the right ostium. This did however go through easily. There was no bleeding. Then went back to the patient's left ostium. After several attempts the essure instrumentation finally did go into the ostium and then into the tube. There was no bleeding. Patient was awake and hemostatically stable to the recovery room. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received. Reporter's information added. Rcc added. Lot no. Were added. Event:essure noted in mid posterior fundus were added. Event perforation nos update to uterine perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device dislocation ('essure noted in mid posterior fundus') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 717632) inserted for female sterilization. The patient's medical history included anesthesia (during diagnostic hysteroscopy with essure placement) on (B)(6) 2010. Concurrent conditions included penicillin allergy, allergic reaction to analgesics (allergy to toradol), allergic reaction to analgesics (allergy to morphine), drug allergy (allergy to vistaril) and allergic reaction to analgesics (allergy to demerol). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total abdominal hysterectomy bilateral salpingo- oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation, genital haemorrhage and uterine perforation to be related to essure. The reporter commented: during essure insertion, they were unable to locate the right ostium at first. Then found the left ostium, however, while trying to place the essure instrumentation through this they were unable to advance. They therefore went back to the right side of the fundus, located the right ostium. This did however go through easily. There was no bleeding. Then went back to the patient's left ostium. After several attempts the essure instrumentation finally did go into the ostium and then into the tube. There was no bleeding. Patient was awake and hemostatically stable to the recovery room. Lot number: 717632 manufacturing date: 2010/02 expiration date: 2013/02 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-dec-2020: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anesthesia (during diagnostic hysteroscopy with essure placement) on (B)(6) 2010. Concurrent conditions included penicillin allergy, allergic reaction to analgesics (allergy to toradol), allergic reaction to analgesics (allergy to morphine), drug allergy (allergy to vistaril) and allergic reaction to analgesics (allergy to demerol). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: during essure insertion, they were unable to locate the right ostium at first. Then found the left ostium, however, while trying to place the essure instrumentation through this they were unable to advance. They therefore went back to the right side of the fundus, located the right ostium. This did however go through easily. There was no bleeding. Then went back to the patient's left ostium. After several attempts the essure instrumentation finally did go into the ostium and then into the tube. There was no bleeding. Patient was awake and hemostatically stable to the recovery room. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: legal case extraction form/ essure (medical records) - new reporter; plaintiff's demographic data; concomitant conditions; and essure treatment details (date implanted and insertion details). Company causality comment: this litigation case report refers to female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 and reported adverse events including device removed via surgery. In this case, limited information was provided regarding the complications that led to device removal. This case was classified as incident since device removal was required. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The patient's past medical history included anesthesia (during diagnostic hysteroscopy with essure placement) on (B)(6) 2010. Concurrent conditions included penicillin allergy, allergic reaction to analgesics (allergy to toradol), allergic reaction to analgesics (allergy to morphine), drug allergy (allergy to vistaril) and allergic reaction to analgesics (allergy to demerol). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2015. At the time of the report, the perforation and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and perforation to be related to essure. The reporter commented: during essure insertion, they were unable to locate the right ostium at first. Then found the left ostium, however, while trying to place the essure instrumentation through this they were unable to advance. They therefore went back to the right side of the fundus, located the right ostium. This did however go through easily. There was no bleeding. Then went back to the patient's left ostium. After several attempts the essure instrumentation finally did go into the ostium and then into the tube. There was no bleeding. Patient was awake and hemostatically stable to the recovery room. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 27-oct-2017: reporter information, stop date of product, and events perforation, abnormal bleeding, pain were added and events medical device removal and complication deleted. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.